Manufacturer narrative:
Brand name: changed to vela ventilator. Changed to vela plus d. Initial reporter phone number should have initially been left blank. Changed to other_health_care_professional. (B)(4). PMA 510(k): changed to k093094. Should have initially been unchecked in initial results of investigation: results of investigation: the main pcba (printed circuit board assembly) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The cause of the issue was isolated to two faulty transducers.

Manufacturer narrative:
The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator is alarming vent inop / motor fault, after the ventilator is powered up it gives 3 breaths and starts to alarm and no volume delivery. No patient involvement.